Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had a nervous breakdown. The reporter stated that the patient¿s nervous condition they believed was related to their ¿healthcare professional (hcp).¿ it was noted, the last time the patient was at their hcp¿s office they had to be hospitalized for a nervous breakdown. The reporter stated that last week the patient was in the hospital and the hcp sent someone to turn the pump off. It was further noted, the reporter stated they did not want to take the patient back to their hcp and that if they did the patient would ¿need to be in a straightjacket.¿ the reporter stated that nobody was giving them any help and they just kept telling them you have to do this and you have to do that. The reporter further stated they received mixed information form the patient¿s hcp and a manufacturing representative about MRI compatibility with the pump. The drug in the pump was unknown. Additional information was requested, but was not available as of the date of this report.